Manufacturer narrative:
(B) (4). Results: mi.

Event description:
Patient received an endeavor rx drug-eluting stent during index procedure. A non-qwave mi was reported to have occurred post stent implant.